Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was rapidly depleted and the pump shutdown. Pump history showed the low power alerts and shutdown alarm occurred. Customer charged the pump and pump came back on. Customer's blood glucose was 281 mg/dl.